Event description:
It was reported that the lead displayed increased impedance at implant, suspected dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead had also exhibited elevated capture threshold. The patient is enrolled in the product surveillance registry clinical study.